Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The ins was being replaced on 2018-nov-04 after intra-op evaluation. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead correction. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. The hcp corrected their last report and clarified that fluoroscopy didn't show that the lead was fractured but analysis found most electrodes to be non-functioning. The lead and generator were removed and replaced. No further complications reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that fluoroscopy confirmed the patient's lead was fractured with correct placement. The lead and ins were replaced on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product analysis # (B)(4)analysis information -- 2018-12-07 13:18:21 cst pli# 10 product ID# 97715. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins serial# (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Analysis of the lead serial# (B)(4) found that the lead body/conductor was broken at the anchor site. Analysis of the lead serial# (B)(4), found that the lead body/conductor was broken at the anchor site. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had some out of range impedances and they programmed around them. The patient was getting good therapy and then was not getting adequate stimulation and errors on the controller. The patient was checked again and then it was discovered that there were more out of range impedances. The hcp x-rayed the system and could not visualize any issues. There is no known activity or event that promoted this issue. No further patient symptoms or complications were reported in this event.